Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. On 09-nov-2022; an advanced system log review was conducted by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480470-09; lot #l11220930-0582) was the first stapler installed on the system. It was installed 6 times and fired 6 reloads (1 black, followed by 5 green). On the first 5 installs all clamping and firing was completed with no pauses for compression. On the 6th install of this instrument there was one completed clamp followed by an error 256, indicating the emergency stop (e-stop) button was pressed on the surgeon side console (ssc). The user recovered from the fault, and then pressed the e-stop button two more times. After the 3rd time, the logs show the grip release tool was being was being used on the instrument. This instigated a forced expiration of the instrument in the logs. One second later, the logs show the user may have been attempting to use the manual grip release without pressing the e-stop button first. At around 1 minute later, use of the grip release tool and using the grip release tool prior to pressing the e-stop button are shown a second time in the logs. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was pushed and not properly cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon used a backup sureform 60 stapler instrument to complete the case.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer experienced a tissue drag incident with the sureform 60 stapler instrument using a green sureform 60 reload. The surgeon saw the tissue advancing and immediately activated the emergency stop button. The tissue was partially transected. The issue occurred on the fourth fire. The surgeon used the manual release knob (mrk) to successfully release the tissue. A back up sureform 60 stapler instrument was used to complete the case. There was no bleeding, no tissue calcification, no tissue bunching or any tissue abnormality to the target area being stapled on. An ethicon staple line reinforcement (slr) was used as a buttress material. There were no alarms or error messages reported. The surgeon thought that there was an option to unclamp or release the tissue once the emergency stop button was activated; however, the only option was to activate the yellow pedal and resume firing.